Event description:
The shrink wrap became detached, when the surgeon was pulling it through the stomach wall. They had to make a larger incision to remove the wrap. They were still able to place the feeding tube.

Manufacturer narrative:
The product has been returned to the manufacturer for evaluation. Results are expected soon.